Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump turned off as exposed to water. Customer¿s blood glucose was 120 mg/dl. Customer stated that they had crack on battery side. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.